Event description:
Ems responded to scene call and arrived to find family performing CPR. Cardiac monitor showed ventricular fibrillation. When crew attempted to defibrillate, the equipment malfunctioned and said "abnormal energy delivered." The pt was defibrillated with a different machine and resumed a pulse (monitor showed tachycardia). The pt was transported to the hospital and subsequently died there.